Manufacturer narrative:
Technician found that the head section will not go up due to stuck valve solenoid on hydraulic manifold. Replaced valve solenoid to resolve this issue.

Event description:
Complaint alleged that the head section will not go up.